Manufacturer narrative:
During a transfer, the caregiver alleges the sling strap came off of the lift and the patient fell from the sling and sustained a fractured femur. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. Device has been in service for over 7 years. Device maintenance and service history are unknown. Inspection by the facility revealed no torn, cut, frayed or broken area of the sling.

Event description:
The facility was transferring a resident when the sling strap that supported the resident's left leg allegedly came loose or undone from the hook, causing the consumer to slide out of the sling and fall on their left side. The resident allegedly sustained a fractured femur and l1 / t12 spinal compression fractures.